Event description:
It has been reported that the system did not switch on. The system was in clinical use. No harm has been reported to philips. A philips engineer inspected the system on site and identified an issue with the imaging disk. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported issue was confirmed during the trouble shooting action. The review of log file shows image disk error. The fse downloaded board software and re-created the image store frontal. The system was functioning with limitations. After the redownloading the software and recreating the image, the system was returned to use in good working order. The codes were updated based on the investigation outcome.